Manufacturer narrative:
The facility discarded the valve and without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The lot history record was reviewed and showed that the delivery catheter system met all manufacturing specifications for product re leased for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve bleeding was noted at the aortic access point during loop release. During removal of the delivery catheter system (dcs) the corevalve dislodged, out of the targeted location. It was suspected that the dcs tab was not completely free from the valve frame loop upon dcs removal. Due to the continued access site bleeding and the deployment difficulty the patient was then placed on bypass and the procedure was converted to a surgical valve procedure. The transcatheter valve was surgically removed from the ascending aorta. No further adverse patient effects were reported.